Manufacturer narrative:
(B)(4). The customer returned 5 representative samples of product 528135 visistat 35r 6/box for investigation. The returned samples were returned in their original packaging. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. Functional inspections were performed by attempting to fire staples from the returned staplers. All five samples were tested. No issues were found with four of the returned samples. The other sample had a few staples become misaligned during testing due to operator error, but no defects were observed with the device itself. All the staplers were returned with 38 or 39 staples remaining in the cartridge. The device history review for the product visistat 35r 6/box lot #73m1700053 investigation did not show issues related to the complaint. Other remarks: the IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as only representative samples were returned and there were no functional issues found with the devices. The reported complaint of "does not grab skin properly" could not be confirmed since the actual sample was not returned. Five representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no functional issues were observed with the returned staplers. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that in each stapler half of the staples are not working properly so it is very difficult to close the skin. There was no patient injury.